Event description:
While reporting difficulty removing the battery cap, the customer reported that she had a blood glucose level of 425 mg/dl earlier in the day of the call. Customer treated with a manual injection. Blood glucose level at the time of the call was 330 mg/dl. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.